Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lateral fusion surgical procedure at l2-s1. It was reported that sometime post op the patient complained of pain. During an x-ray, it was discovered that the screws were broken at s1. The patient underwent revision surgery to remove the hardware. No replacement was needed because fusion had occurred. No additional patient complications were reported.